Event description:
It was reported that a home patient connected to the homechoice device before priming was completed. The technical service representative assisted the home patient in ending therapy and removing the supplies. The technical service representative advised the home patient to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This reports is for a use error in which the patient connected prior to priming the cassette. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.